Event description:
It was reported that the circuit parts came loose and moved inside the ventilator. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number; corrected. One device was returned for evaluation. The customer's reported found loose connectors during visual inspection. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the patient outlet fitting and input manifold is loose. Properly retightened patient outlet fitting and input manifold to correct the issue. Additionally, it was also found a bent connector and labelling issue. The device passed all functional testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.